Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 65mm was received for investigation. Upon evaluation, the device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing partially detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, and a loss of force data during the procedure. As a result of this finding, abbott is performing further investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device.